Manufacturer narrative:
(B)(4). Additional information received: what is the current patient status? Permanent colostomy. What was the patients pre-op diagnosis? Unsure. How far was the anastomosis from the anus? Unsure. How far from the rectum was the device fired? Unsure. Were there staples where the hole was? Some. If there were staples where the hole was, what was there appearance? Some were not formed, mangled. Where were the bubbles identified? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Yes. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Not sure. Were there two complete donuts? Yes. Were all tissue layers present in both donuts when inspected? Not sure. What is the current patient status? Not sure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: the surgeon pulled out a few staples and when viewing them sitting on his glove, they were not formed properly.

Event description:
It was reported that during a low anterior resection procedure, the device was fired. The surgeon did a leak test of anastomosis and he noticed air bubbles so surgeon did a proctoscopy and saw that the staple line was open. The surgeon took down the anastomosis and gave the patient a permanent colostomy.